Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized for detox, the customer blood glucose was 390 mg/dl at the time of incident and current blood glucose level was 291 mg/dl. The customer was hospitalized on (B)(6) 2018, at 5:00 pm and was still in hospital since (B)(6) 2018. The customer was treated with manual injections. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.